Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. There were two (2) devices returned in the same bag during the evaluation of this MDR and 1037905-2018-00141. It is unknown which device goes with each complaint file, because the devices were not labeled for complaint traceability. It is unknown which device for this evaluation is from this reported product lot (w4020976), because the reported lot number for 1037905-2018-00141 is associated with lot w4021004. One of the duckbill snares was chosen to be evaluated under this MDR, and the other duckbill snare is evaluated under MDR 1037905-2018-00141. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head fully retracted inside the sheath. The handle of the snare was manipulated, and the snare head would advance and retract. While the snare head was in the advanced position, the snare head was misshapen and did not exhibit a uniform duck bill shape. The snare head would retract fully. The device was advanced through a pentax ec-3830tl colonoscope (2.8 mm channel), and the endoscope was placed in a curved position. When the snare head was advanced outside the sheath, the snare wire was bent above where the duck bill is normally formed. This created two (2) bends in the snare wire. One of the bends is made to create the duck bill shape, and the other wire was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. An additional investigation was performed on the snare wire. During retraction of the snare head, as the snare head approaches the distal end of the sheath, the snare will slightly flip the opposite direction intermittently. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states that, "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The IFU states, "fully retract and extended snare to confirm smooth operation of device." The IFU states, "advance device, in small increments, until endoscopically viewing exiting endoscope. Advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with polypectomy, the physician used a cook acusnare polypectomy snare. Upon trying to remove a polyp (10-15 mm in size), in the right side of the colon, the snare was closed over part of the polyp. It was noted to be deformed when it opened. The snare would not fully close and was removed (subject of this report). Another device was used during this procedure and this device encountered the same issue (see related MDR 1037905-2018-00141). The following was received on 03/22/2018: the snare deformed after one cut. Per the customer, "the problem was not related to cautery, but to the shape of the snare." Standard polypectomy settings from the electrosurgical generator were used.